Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately as compared to her feelings/normal readings. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began in the last 3-4 weeks but could not recall an exact date/time. She tested at various dates/times and reported several readings ranging from "104mg/dl" to "477mg/dl." It is not known what range the patient considers to be normal. The patient manages her diabetes with self adjusting insulin and stated she took her usual dose of humalog insulin in response to the alleged issue. She claimed that at an unknown date/time after the alleged issue occurred, she developed symptoms of "shaking" and despite the symptom, she denied receiving medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the test strips were in good condition, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered usual treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up (4/2/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter and test strips passed all testing. The primary issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- (B)(6) 2013, test strips- (B)(6) 2013 a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.